Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Upon visual inspection the provisional liner has cracked. Scuffing and indentation on the inside radius were noted. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that product was broken because of screwing it into the cup too tightly. Attempts have been made and additional information on the reported event is unavailable.